Manufacturer narrative:
The t:slim x2 g6 user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during basal delivery. Customer changed supplies to address the occlusion alarm. Customer also reported using the infusion set for greater than 48 hours. Tandem customer technical support informed customer the infusion set should be changed every 24-48 hours. Customer¿s blood glucose level was 299 mg/dl.